Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure on (B)(6), 2009 on a patient with a colonic obstruction. According to the complainant, difficulties were encountered during advancement of the stent system through the lesion. The stricture was very tight and was estimated to be a 90% occlusion. Resistance was then felt when attempting to deploy the stent. The catheter was noted to be kinked when viewed under fluoroscopy. The procedure was completed with another colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; detachment of the handle from the outer sheath.

Manufacturer narrative:
A visual examination of the returned device found that a detachment of the exterior tube/outer sheath from the distal handle. The stainless steel tube was kinked and the exterior tube was kinked and bunched at various locations along its length. A severe kink was present in the shaft approximately 2cm distal to the transition zone. An attempt to manually retract the exterior tube and deploy the stent failed; therefore, the shaft was dissected approximately 45.5cm proximal to the tip. The exterior tube was easily retracted and the stent deployed fully. Some restrictions were noted with the movement of the inner through the outer sheath at the proximal section of the dissection. This restriction is consistent with the kinking and bunching that was present along the length of the shaft. Based on the results of the investigation, the most probable root cause classification of operational context as the target lesion was reported to be "tight" with 90% occlusion which could be a potential contributing factor to this reported incident. The DHR of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded for this lot. A labeling review identified that the device was used per the wallflex enteral stent directions for use. (B)(4).